Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of a questionable tg triglycerides gpo-pap (tg) result for 1 patient sample tested on a modular analytics p-module (p800). The initial tg result result was 4.5 mmol/l with a repeat result of 1.3 mmol/l. The erroneous result was not released outside of the laboratory. There was no allegation of an adverse event. The tg reagent lot was 31271901 with an expiration date of 28-feb-2019. The investigation is currently ongoing.

Manufacturer narrative:
Investigation was not possible as no data or information was provided after being requested.